Manufacturer narrative:
Device evaluation: the umbilical cable was received by the manufacturer for analysis. Through analysis the reported issue was confirmed. The umbilical cable passed the bench test and gbit test. However, the umbilical cable failed the 100t test due to an open. It was determined there was an electrical failure with the umbilical cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having a communication issue. No patient was present.